Manufacturer narrative:
H10. H3, h6: the device, intended for use in treatment, has been returned and evaluated. The visual inspection found defects to the outer case. The functional evaluation established a relationship between the event reported and the device with the root cause identified as a failed main circuit board. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history has been reviewed with similar instances recorded in the past three years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during service evaluation the mainboard was found defective therefore the device cannot start correctly and the battery cannot be recharged. No case involved.